Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hemicolectomy, during stapling, there was poor staple formation as the staples fell down and that the device's staple line was incomplete centrally. The staple line was completed by suturing. Another device was used to complete the case.

Event description:
According to the reporter, on a laparoscopic hemicolectomy, during stapling, there was poor staple formation as the staples fell down and that the device's staple line was incomplete centrally. The staple line was completed by suturing. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.